Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an image that entered a sandstorm status. The issue occurred during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, the rigid tube was dented, and the video connector contact was corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image gets into a sandstorm status due to a component failure of the universal cable. In addition, the light guide bundle was chipped due to component failure of the light guide bundle. The rigid tube was dented due to component failure of the rigid tube. The video connector contact was corroded due to component failure of the video connector contact. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.